Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons were harder and sticker when press. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that it was louder and grinding during rewind and had crack. Customer also stated that insulin pump had no delivery alarm. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.